Manufacturer narrative:
A product investigation was completed: it was reported that during an l3-l5 posterior spinal fusion using titanium universal spine system (uss) dual opening system one screw (499.223 lot 7683135 manufactured may2015) and three 12-point nuts (499.294 lots 7958265 (x3) manufactured march2015) were returned with the complaint condition of stripped. The returned instruments were examined and in each instance the complaint was able to be confirmed. A definitive root cause was unable to be identified; however the failure mode is consistent with misalignment when attempting to thread a locking nut onto the proximal end of the uss screw. Per the technique guides, the 6.2mm ti dual-opening screw (499.223 lot 7683135), ti collar for 6mm dual-opening screw (499.292 lot 7995381) and the ti 12-point nuts-11mm (499.294 lots 7958265 (x3)) are components of the dual-opening uss instrument and implant sets titanium (145.127) which is intended to be used with the uss system. The uss system is used to treat degenerative disc disease, traumas and deformities/curvatures. After the pedicle is prepared, the dual-opening screw can be inserted. Once screws are inserted, a rod can be bent and placed into the openings of the pedicle screws. With the rod in place, the collars and nuts can be loaded onto the screws and tightened, securing the construct. No specific allegations were made against the collar; as a result no further evaluation is required. Drawings for the dual-opening screw and the ti 12-point nut were reviewed. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The screw and nut were found to have met the drawing specifications. Review of the device history records showed that were no issues during the manufacture of the product that would contribute to this complaint condition. The dual-opening screw and the three 12-point nuts were received under the complaint condition of cross threaded. Careful examination of the threads under magnification clearly show deformed threads and removed anodization on the first 3 threads of the screw top and the bottom three threads of all three nuts. It likely that when attempting to secure the first nut onto the dual-opening screw, it was not initially seated level on the screw top. As the nut was tightened, it became cross-threaded and damaged the screw threads in the process. When the second/third nuts were attempted, they was not able to be inserted properly as the screw¿s damaged threads impeded the progress. No specific allegations were made against the collar; as a result no further evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following occurred during an l3-l5 posterior spinal fusion using titanium universal spine system (uss) dual opening system to treat an l4 fracture. While torquing the right l5 screw, the nut would not torque, and was found to be cross threaded. The surgeon attempted to use two (2) other nuts to thread onto the screw properly. This was unsuccessful; the right l5 screw had to be replaced due to damage on the threads of the screw. The right l-5 screw was removed, and was replaced with a larger diameter screw. A new nut and collar were successfully connected and the surgeon was able to torque it with the torque wrench. The surgeon completed the procedure with a fifteen (15) minute surgical delay. There was no reported patient harm noted. One unknown rod remains implanted. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Additional product codes: mni, mnh, kwp, kwq. Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history records showed that were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.